Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd trocar seals were tearing. The surgeon pulled a number of trocars till there was one that worked fine to complete the case. There was no consequence to the pt. An additional unopened device is also being returned for analysis.